Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer went to the emergency room due to low blood glucose; an exact value was not provided. Reportedly, customer did not allege the pump or supplies to be the cause. Customer declined to provide further information regarding the event.